Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No bends or kinks were observed on the exposed soft cannula. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure to deliver insulin. During fluid path testing, fluid was not able to travel the complete fluid path as the exposed soft cannula was torn. The exact time and cause of the soft cannula damage could not be determined. It cannot be conclusively determined that the soft cannula damage contributed to the reported damaged cannula event. Therefore, the cause of the reported damaged cannula event could not be determined, and no problem was found regarding the reported bent/kinked event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized (B)(6) 2025 due to hyperglycemia. The patient's blood glucose level reached 27 mmol/l (486 mg/dl) while wearing the pod longer than 48 hours. The patient removed the pod and saw insulin leaking from the sides of the cannula and noticed a bulge in the cannula, indicating the cannula had been damaged. The cannula also appeared bent. The patient began feeling nauseous. At the hospital, the patient was treated with fluids, insulin injections, and nausea medication. The patient was discharged on (B)(6)2025.